Event description:
Patient reported that their meter/lab comparison results were 109 mg/dl (ss) versus 175 mg/dl (lab), respectively (38% difference). Tests were done approximately 1 hour apart. No symptoms were reported. Lfs representative reviewed qc procedures and discussed meter/lab comparisons. Meter was replaced. There was no allegation of harm.